Event description:
Catheter was placed and urine was visualized. Nurse inflated the 10ml balloon and catheter was secured to the patient's leg with a stat-lock. The catheter became dislodged with no fluid in the balloon. Catheter removed and new catheter replaced. Upon inspection of the previous catheter, the tip of the catheter, right below the balloon, had a cut 3/4 of the way through it.